Manufacturer narrative:
The event year reported is 2020. Component code of ¿appropriate term/code not available¿ represents no findings available because device not returned the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed a manufacturing record evaluation was performed for the finished device 30352367m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a premature ventricular contraction (pvc) ablation procedure at mitral annulus with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. At the beginning of the procedure a steam pop was recorded. The procedure was successfully completed. About 2 hours after the procedure was completed, the patient complained about chest pressure and cardiac tamponade was diagnosed. Pericardiocentesis was performed to drain the blood from the pericardial space. The bleeding could be stopped, and the patient was reported in stable condition. Patient required prolonged hospitalization in the intensive care unit for observation purposes. Patient had fully recovered from the event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related and believes the issue has nothing to do with the bwi product. Transseptal puncture was done with a brk1 abbott needle. The catheter irrigation was set at 17ml while applying <30 watts and 30ml while applying >30 watts. No bwi product malfunctions nor error messages were reported. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were range: 3mm / time: 3s /fot: 25% 3g. Fti was used as coloring option.